Event description:
Reportedly, the subject device is in vvi mode, unipolar. Why is it programmed in vvi unipolar? Is the device ok?

Manufacturer narrative:
The review of the data provided confirmed the reported issue and highlighted normal functioning, as per specification. Data from 4 june 2026 was provided. The investigation of the data showed: - no lead is connected to the subject device and the device was not positioned in the pocket; - the auto implantation had been confirmed; - high atrial and ventricular impedances. - the reset of the statistics took place on (B)(6) 2026. - the implantation of the subject device is dated on (B)(6) 2026. - the ventricular lead polarity switch took place on 30 april 2026 leading to the switch of the ventricular pacing and sensing polarities to unipolar. - the atrial lead polarity switch took place on 30 april 2026 leading to the switch of the pacing mode to vvi since the subject device detected the implantation on (B)(6) 2026, it performs as per specification the impedance measurements every 6 hours: - on (B)(6) 2026, there were two high ventricle impedances (no ventricular lead connected) and therefore switches to ventricular unipolar pacing and sensing. - on (B)(6) 2026, there were two high atrial impedances (no atrial lead connected) and therefore switches to vvi pacing. The most probable hypothesis is that the subject device was scheduled to be implanted on (B)(6) 2026 and was in the end not implanted. The subject device functions as per specifications. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.